Manufacturer narrative:
Follow-up # 1 date of submission 11/21/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/13/2013 with the following findings:a review of the pump history showed no activity outside of normal use. The pump passed ez-prime steps and was exercised for 24 hours with no alarms occurring. Several boluses were performed during testing including a ¿fill canulla¿ bolus. The pump history recorded all boluses correctly. The issue of the pump not recording the correct ¿fill canulla¿ bolus was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported by the patient that under history prime the fill cannula is 0 units and not 0.7 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.